Event description:
It was reported that unexpected material was noticed on the burr. The approximate 70% target lesion was located in a non-tortuous left anterior descending artery. A 1.25mm rotapro was selected for use. During withdrawal, when using dynaglide mode to remove the burr out of the patient's body, all devices were successfully removed. Furthermore, unexpected particles were noted on the burr. The procedure was completed with the stent post rotapro procedure. There were no patient complications.

Manufacturer narrative:
D10 concomitant product/therapy: updated. B3 date of event: the event date was not reported. Entered an estimate based on the gfe response. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that there was a plastic liner, consistent with an inner liner from that of a guide catheter, which was entangled with the coil. The returned rotawire was removed with resistance due to kinks present. Microscopic inspection of the device found no damage or defect. No damage to the coil or sheath were present.

Manufacturer narrative:
B3 date of event: the event date was not reported. Entered an estimate based on the gfe response. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that there was a plastic liner, consistent with an inner liner from that of a guide catheter, which was entangled with the coil. The returned rotawire was removed with resistance due to kinks present. Microscopic inspection of the device found no damage or defect. No damage to the coil or sheath were present.

Event description:
It was reported that unexpected material was noticed on the burr. The approximate 70% target lesion was located in a non-tortuous left anterior descending artery. A 1.25mm rotapro was selected for use. During withdrawal, when using dynaglide mode to remove the burr out of the patient's body, all devices were successfully removed. Furthermore, unexpected particles were noted on the burr. The procedure was completed with the stent post rotapro procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: the event date was not reported. Entered an estimate based on the gfe response.

Event description:
It was reported that unexpected material was noticed on the burr. The approximate 70% target lesion was located in a non-tortuous left anterior descending artery. A 1.25mm rotapro was selected for use. During withdrawal, when using dynaglide mode to remove the burr out of the patient's body, all devices were successfully removed. Furthermore, unexpected particles were noted on the burr. The procedure was completed with the stent post rotapro procedure. There were no patient complications.